Event description:
It was reported that patient his stimulator is doing weird things and short in it. Patient stated he had a new stimulator saint jude model 3851ans stimulator implant (B)(6), 2013. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).